Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) being impacted by the recall leading to the patient being concerned was confirmed. It was reported that the patient called to report that they received a letter regarding the recall of the mpu, serial (B)(6) there were no functional issues reported, the mpu was still in use. During the evaluation of the returned mpu, visual inspection confirmed a nonconforming capacitor on the power supply pcba per mp, heartmate mobile power unit service process. The unit was scrapped. The reported event of a nonconforming capacitor on the mpu power supply pcba was confirmed and a corrective and preventative action (CAPA) was initiated to investigate this issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU)section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 13mar2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mobile power unit (mpu) was on the potentially impacted mpu recall serial number list. No performance issues on this mpu were noted.